Event description:
It was reported the patient presented to the clinic with inappropriate shocks. The right ventricular lead was explanted and replaced. The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event, and the patient was reported to be doing well following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; partial lead in segments returned and analyzed. (B) (4) distal conductor fractured; proximal segment of the atrial lead was returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; partial lead in segments returned and analyzed. (B) (4) distal conductor fractured; proximal segment of the atrial lead was returned and analyzed.

Event description:
It was reported the patient presented to the clinic with inappropriate shocks. The right ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient was reported to be doing well following the replacement procedure. The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification.